Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 77 months ago. Aneurysm and vessel morphology from the time of implant are unk. The aortic neck measured 26 mm in diameter. It was reported that the pt has had regular follow-ups. A distal migration and a type 1 endoleak were noted at a routine follow-up, and the top of the graft was found 4.5 cm below the renals. (See MFR # 2953200-2010-01176). At the time of migration, the aneurysm size was unk, and the aortic neck was 32-33 mm in diameter uniformly along its length but is angulated 45 degrees. The top of the bifurcated stent graft was also found infolded over itself. The migration was attributed to the disease progression and the neck dilatation. A 30 mm talent converter was implanted; however, there was a proximal type 1 endoleak seen (see MFR # 2953200-2010-01177). Another talent 36 cuff was placed and again a proximal type 1 endoleak was seen (see MFR # 2953200-2010-01178). Finally, a talent 36 thoracic graft was implanted up to the level of the renals and this resolved the type 1 endoleak; however, a transgraft blush was seen. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). Evaluation, results: (endoleak); (dilated, angulated aortic neck). Conclusion: (dilated, angulated aortic neck).